Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The log file was reviewed and multiple low speed hazards and pump stop events were noted. Before and after these events, the pump appeared to be operating within normal limits. Upon disassembly of the pump, examination of the blood tube/rotor inlet section revealed a large, denatured thrombus ring adhered to the inlet bearing ball. Further examination of the distal-side of the inlet stator revealed evidence of the thrombus on the inlet bearing cup, which suggests that the ring was situated on the inlet bearing cup and ball, prior to disassembly of the pump. The thrombus ring appeared to have develop in laminated layers, which indicates that it was present while the pump was supporting the patient. The thrombus formation found in the pump would have contributed to the reported hemolysis. Also, the depositions would have created additional resistance on the spinning rotor, contributing to the reported decreases in speed, and possible cessation of the motor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 66 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient experienced a pump stop, low flow, and low speed events; however, no audible alarms were heard. The patient remained asymptomatic during the events. The log file was reviewed by the manufacturer's technical service representative and multiple momentary pump stops were noted. On (B)(6) 2015, review of a current log file by the user facility clinicians noted three episodes of pump stoppage events over the previous several days; the pump appeared to restart quickly. The patient's lactate dehydrogenase (ldh) was elevated to 2723 u/l. In addition, the n-terminal brain natriuretic peptide level was elevated to 26,854 pg/ml. An echocardiogram and a CT scan were performed and the CT scan showed patency of both the inflow and outflow grafts, and there was no evidence of impingement of the inflow graft on the septum. The echocardiogram results were not provided. On (B)(6) 2015, the patient's pump was exchanged for another manufacturer&#38112;device.